Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is unknown.

Event description:
It was reported by the affiliate via e-mail that the customer reports that during a cruciate ligament sprain surgery, the suture of the truespan 12 degree peek didn't deploy. One anchor was removed but one anchor was retained on the patient. The surgeon used additional anchors. Additional information provided by the affiliate reported the event date as (B)(6) 2019 and stated the surgeon was able to complete the procedure with new sutures which caused a delay of a few minutes. The affiliate also reported the surgeon was able continue with his surgical plan and there is no known patient consequences or revisions planned.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. No nonconformances were identified for this part-lot number combination per qlik query executed 08/08/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The expiration date is unknown.

Event description:
Additional information provided by the affiliate reported only 1 true-span 12 degree peek device was used. It was also stated the device is not available for return, because it was discarded by the customer.